Event description:
It has been recently noticed that the cordis/j&j avanti plus introducer sheaths are repeatedly blocked by thrombus.

Manufacturer narrative:
During a diagnostic cardiac catherization, a 6f avanti plus sheath introducer was found "blocked by thrombus". As reported, the sheath was flushed between each catheter exchange, and the duration of the procedure was "less than 15 minutes." No difficulty prepping the sheath was reported. The sheath was not returned for eval. A review of the mfg records could not be done with a lot number. With such limited info and no product to examine, it is not possible to confirm the complaint or determine what factors may have contributed to the event.